Event description:
It was reported that the cot dropped to the ground while transporting a patient. It was reported that an employee injured their shoulder during the event requiring medical intervention. The patient was not injured during the event. Further information was not provided.

Manufacturer narrative:
It was found that the cot dropped during transportation due to a damaged auxiliary lock. It was identified that the customer has decided to not repair this unit due to the age of the product.

Event description:
It was reported that the cot dropped to the ground while transporting a patient. It was reported that an employee injured their shoulder during the event requiring medical intervention. The patient was not injured during the event. Further information was not provided.